Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the gap between the acoustic lens and ultrasound probe was confirmed. However, the cause of the gap was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, it was observed that, there was a gap of adhesive on the distal end and a stain entered inside the lens through the gap. There is also a gap between the acoustic lens and ultrasound probe of the ultrasound gastrovideoscope. There were no reports of patient involvement.